Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6) 2015 09:00:22 (B)(6). Approved by (B)(6). Shipping & billing address confirmed. Customer cannot approve level please contact customer if additional charges apply. Npi. (B)(6) 2015 (B)(6). Est mnr to mj. Upper sensor assy,bezel assy,rear case housing assy.iui connector assy need replace. (B)(6) 2015 12:34:48 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6) at (B)(6). No change to the po#. (B)(6) 2015 06:59:19 (B)(6). Replaced upper pressure sensor assy for check IV set alarm during calibration. Replaced bezel assy crack bottom hinge,rear case housing assy(after market) and iui connector assy corrosion. (B)(6) 2015 14:34:01 (B)(6). (B)(4). (B)(6) 2018 09:25:01 (B)(6). File reopened to add track wise pr number to the device data field. The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.